Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
On (B)(6) 2015 at midday, the customer's blood glucose level was over 600 mg/dl. Customer's mother spoke with diabetes specialist in the hospital. She changed the accessories and the insulin. She corrected via pump (5 i.u.) And via pen (5 i.u.) And afterwards she brought her son to the hospital. Blood glucose level was 239 mg/dl, customer had dka. Afterwards, the blood glucose level increased and the pump was removed and customer got insulin via perfusion. Stationary treatment until (B)(6) 2015. At 08:00 a.m. He started the pump. Afterwards high blood glucose level again. A request was made for the return of the device.

Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states. The delivery accuracy, alert system function and occlusion detection of the pump were tested and found to be functioning as intended. However, it was determined that the battery detection threshold does not fit the discharge characteristics of the battery leading to early triggering of the low battery messages.